Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during spinal fusion surgery, the tip of (4) universal spinal system (uss) hook and screw holders got bent during screw manipulation. They screw on to the screw heads and the surgeon manipulated them for rod and cap insertion. As they were being handled, the surgeon noticed that some were bending. It is unknown if there was any surgical delay. Patient outcome was unknown. This complaint involves one (1) hook/screw holder with 4.0mmhex devices. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure occurred on (B)(6) 2018. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown), rod (part: unknown, lot: unknown, quantity: unknown), cap (part: unknown, lot: unknown, quantity: unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.